Manufacturer narrative:
Product was replaced and requested back for investigation. Lot of test strips was not provided.

Event description:
The patient contacted lfs alleging inaccurate readings on their meter. The patient mentioned that in the lab the patient obtained a 54 mg/dl and the patient tested in the lab less than 10 minutes later and obtained a 90 mg/dl. The patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the difference between the readings is greater than 20%.

Manufacturer narrative:
Follow-up (4/16/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.